Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. During functional testing, the smart coil was advanced through its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. The smart coil was then advanced through a demonstration microcatheter without an issue. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the smart coil was advanced through its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Further evaluation revealed pusher assembly bends near the mid-joint and throughout its length. The pusher assembly bends near the mid-joint were likely a result of mishandling during advancement against resistance. The other bends were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pelvic artery using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer sheath, the physician experienced resistance, and the smart coil became stuck; therefore, it was removed. The procedure was completed using eleven other smart coils. There was no report of an adverse effect to the patient.